Event description:
It was reported that the patient experienced infusion set fell off due to set pulled from tube during bathroom usage event on (B)(6) 2026. The site of insertion was on leg.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.